Manufacturer narrative:
Unit received with cracked case at display window corners and end cap. Unit received with broken battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump is cracked along the back of the pump. The customer's blood glucose reading was 288 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.